Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30922485l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib procedure a pericardial effusion was noticed when the patients' blood pressure dropped after ablation. Ablation was performed in the right atrium to treat premature atrial contractions. Physician confirmed effusion with intracardiac echo. Pericardiocentesis was performed by the physician. They are unaware of amount of pericardial fluid that was extracted. The patient was transferred to ICU for observation. No catheters are available to be sent in for analysis. Carto 3 sw version 7.2.40.250. The adverse event was discovered during the waiting period, post ablation in the right atrium. They did not receive physician's opinion on cause of the event. Unknown if patient required extended hospitalization because of the adverse event, patient was going to intensive care unit for observation at time of report. Transseptal puncture was performed. No evidence of steam pop. The event occurred post ablation in the right atrium. Standard thermocool stsf settings was the flow settings for the irrigated catheter used in the event. Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages. All force visualization features were used. Parameters for stability for the visitag module: 2mm 10 sec, 55%, 12 grams. No additional filter used with the visitag. Color options were used prospectively was fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.